Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit and could not replicate the reported issue. Performed all testing and calibration as per specifications. All test and calibrations passed the specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, discovered by customer the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.